Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.

Event description:
It was reported that during a total knee replacement at the healthcare facility, an ortholock ex pin broke and was retained in the patient¿s cortex bone. The surgeon reported that the tip of the pin would not cause any harm to the patient due to sitting in the cortex. It was reported that there was no medical intervention.

Event description:
It was reported that during a total knee replacement at the healthcare facility, an ortholock ex pin broke and was retained in the patient¿s cortex bone. The surgeon reported that the tip of the pin would not cause any harm to the patient due to sitting in the cortex. It was reported that there was no medical intervention.